Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are eighteen additional complaints associated with the lot for the reported issue. Five trocar cannula/hub assemblies were received in bags for the report of leaking. The returned samples were visually inspected. One sample was found to be conforming and four samples were non-conforming with a cut in each septum. The visually conforming sample was then functionally tested for leaking and was found to be conforming. A photo of the pak label is attached to the parent complaint and has been reviewed by the manufacturing site. The product and lot information seen on the label match what was reported. The exact root cause for this complaint is unknown, however, potential contributing factors related to the manufacturing, molding, and post cure processes of the valves has been identified. Investigations have been completed and manufacturing process enhancements are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the same issues with the valved trocars leaking occurred again during surgery. No patient harm reported. Additional information was requested; however, none has been received to date.